Manufacturer narrative:
Add'l info from clinical: it was reported from the clinical study that the patient went home with hospice and on intravenous (IV) milrinone. It was stated that the pump and all equipment would not be returned. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2017 noted dark urine and high flow alarms for 2 days prior to admission to hospital. On (B)(6) 2017, the patient asked to come to the emergency room (ER) to be evaluated for pump thrombosis. Lactate dehydrogenase (ldh) on (B)(6) 2017 was 1715 and the patient was given tissue plasminogen activator (tpa) upon admission. It was stated that the patient continued to express her wishes to become a do not resuscitate (dnr) and home hospice was set up to discontinue inotropes once home.  Prior to patient being discharged her pump stopped due to thrombus and it was elected to turn pump off.  Patient was discharged on (B)(6) 2017. It was also stated that the ventricular assist device coordinator (vad) received call from patient's mother that the patient had passed away on (B)(6) 2107. No additional information available.

Manufacturer narrative:
It was reported from the site that the patient was discharged home on (B)(6) 2017 and passed away on (B)(6) 2017. No additional information was made available. Hw11521 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 and 40 high watt alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to the external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause can be attributed to the patient, pharmacological influences, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Corrected field: this event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also stated that the ventricular assist device coordinator (vad) received call from patient¿s mother that the patient had passed away on (B)(6) 2017. No additional information available. It was reported from the site that the patient was discharged home on (B)(6) 2017 and passed away on (B)(6) 2017. No additional information was made available. It was reported from the clinical study that the patient went home with hospice and on intravenous (IV) milrinone. It was stated that the pump and all equipment would not be returned. No additional information available. History: patient had 3 previous hm2 pumps. On 2018-01-31: it was further reported that the patient was discharged home on (B)(6) 2017 and passed away on (B)(6) 2017.